Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that before surgery while testing, it was observed that the battery reamer/drill device had a sticky trigger that was stuck down. It was not reported if there was a delay to a planned surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as feb 1, 2016 on the initial report. It has been updated as mar 8, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a sticking trigger and worn and corroded trigger components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.